Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B23471-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) in june 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal on left side"). The patient was treated with surgery (total vaginal hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the menometrorrhagia, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then placed first into left ostia released with three coils showing. An essure device was then placed and released into the right ostia with two coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Update of information (fu ptc declined by qa (no valid batch). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B23471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal on left side"). The patient was treated with surgery (total vaginal hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the menometrorrhagia, menorrhagia, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then placed first into left ostia released with three coils showing. An essure device was then placed and released into the right ostia with two coils showing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jul-2018: pfs and medical record received: lot number, patient details, other relevant history, product information, concomitant drugs and events- abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, pain lower abdominal on left side, did not undergo essure confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. B23471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chronic cervicitis, endocervicitis, menometrorrhagia and cyst of ovary. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as ibuprofen since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) in (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 17 days after insertion of essure. On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal on left side/cramping") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menometrorrhagia, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved, the depression, anxiety, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menometrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then placed first into left ostia released with three coils showing. An essure device was then placed and released into the right ostia with two coils showing. Palintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Pathology test - on (B)(6) 2012: 1) acute and chronic cervicitis with endocervicitis, squamous metaplasia, and focal areas of atypical squamous metaplasia, 2) negative for dysplasia and malignancy. 3) ectocerv1cal margin free of atypical squamous metaplasia. 4) benign basalis endometrial mucosa with predominantly quiescent features. 5) fallopian tube and ovary; several follicle cysts and simple cysts of ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received-new reporter, lab data, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. B23471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included chronic cervicitis, endocervicitis, menometrorrhagia and cyst of ovary. Concurrent conditions included obesity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as ibuprofen since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) in (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 17 days after insertion of essure. On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal on left side/cramping") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menometrorrhagia, vaginal haemorrhage, heavy menstrual bleeding and dysmenorrhoea had resolved, the depression, anxiety, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, menometrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then placed first into left ostia released with three coils showing. An essure device was then placed and released into the right ostia with two coils showing. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Pathology test - on (B)(6) 2012: 1) acute and chronic cervicitis with endocervicitis, squamous metaplasia, and focal areas of atypical squamous metaplasia, 2) negative for dysplasia and malignancy. 3) ectocervical margin free of atypical squamous metaplasia. 4) benign basalis endometrial mucosa with predominantly quiescent features. 5) fallopian tube and ovary; several follicle cysts and simple cysts of ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. B23471-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2011 to (B)(6) 2012 for contraception as well as ibuprofen since (B)(6) 2011 and medroxyprogesterone acetate (depo provera) in (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"), 17 days after insertion of essure. On (B)(6) 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menometrorrhagia ("menometrorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal on left side/cramping") and post procedural complication ("post removal complications"). The patient was treated with surgery (total vaginal hysterectomy with left salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menometrorrhagia, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the depression, anxiety, dyspareunia, fatigue, weight increased and post procedural complication outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure device was then placed first into left ostia released with three coils showing. An essure device was then placed and released into the right ostia with two coils showing. Palintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: post removal complications added. Event outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total vaginal hysterectomy with left salpingo-oophorectomy). At the time of the report, the pelvic pain and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.